Manufacturer narrative:
The review of the device history records for both devices did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, it is assessed that the event is related to patient condition. As reported, surgeon used an excesive force due to hard bones of patient. For the second cage the starter awl was used and no issues were found. The investigation found no evidence to indicate device issue. Root cause : patient's condition - hard bones.

Event description:
Roi-a : broken cage during insertion of the cage due to hard bone. As reported, upon inserting the first blade into the s1 body, surgeon had to use excessive force as patient bone was harder than previously thought. The impact broke the face of the cage. No effect on patient. It was removed easily and replaced while same size cage but smaller plates. The starter awl was utilized in second cage. No surgery delay was reported. Additional information was received on may 20th 2019: patient is fine. X-rays are not available. Surgery was completed by using/opening a 2nd impant. The cage was properly assembled with the holder. Additional information was received on may 21st 2019: the starter awl was not used on the first cage.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. However, the reporter stated that the patient had hard bone and that a starter awl was not used prior to inserting plates into the cage. Therefore, it is possible that the patient's hard bone made it difficult to advance the plate and caused the plate to damage the peek implant. A review of the DHR did not find any issues which would have contributed to this event. Labeling was reviewed and found to contain adequate instructions. Associated MDR report for cage: 3004788213-2019-00153.

Event description:
It was reported that during surgery, an roi-a cage fractured when inserting the plate into the implant. A replacement device was utilized to complete the surgery. There were no reported patient impacts. This is report two of two for this complaint.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. The review of the device history records is in progress to find if there is any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Product return was requested. Investigation ongoing. Device not returned to manufacturer yet.

Event description:
Roi-a : broken cage during insertion of the cage - hard bone. As reported, upon inserting the first blade into the s1 body, surgeon had to use excessive force as patient bone was harder than previously thought. The impact broke the face of the cage. No effect on patient. It was removed easily and replaced while same size cage but smaller plates. The starter awl was utilized in second cage. No surgery delay was reported. Additional information was received on may 20th 2019: patient is fine. X-rays are not available. Surgery was completed by using/opening a 2nd implant. The cage was properly assembled with the holder. Additional information was received on may 21st 2019: the starter awl was not used on the first cage. Product return was requested. Investigation still in progress.